Event description:
The patient underwent a revision on (B)(6) 2014 in which the catheter and the pump were replaced. With the new products there was ¿intraop¿ spontaneous backflow through the catheter. The previously implanted products were being returned for analysis. A request for the patient outcome was made; however, this information was not available at the time the report. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
Analysis of the catheter revealed a kink in the catheter body. (B)(4).

Event description:
It was reported that catheter migration/dislodgement and/or occlusion occurred. The location of the catheter issue was not known. X-rays were performed and the pump logs were checked. Further, a catheter investigation over the side port under fluoroscopy was performed. Aspiration and flush of the catheter was nearly impossible as it was very painful for the patient. However, lopamiro was injected into the catheter, but possibly due to the small amount and the patient¿s pain along the catheter track, there was no clear view of the catheter. According to the radiologist, the catheter was outside of the intrathecal space. A catheter revision was planned, but not yet taken. The issue was reported as unresolved and the cause was not determined. At the time of the report, the patient's status was reported as alive-no injury. Additional information was requested for the patient¿s status and resolution which revealed the patient had more pain than before implant, but no other side effects. Due to this pain, the pump was programmed to minimum rate and the patient was prescribed paladon, similarly prior to the implant. Despite non-effective intrathecal therapy and the pain reduction with paladon not being enough, the patient was reported as ¿fine.¿ no refill had occurred since implant. No surgical intervention had occurred and no date was set for the revision as the patient was thinking about the operation. This device system delivered morphine and clonidine. A supplemental report will be filed if additional information is received.